Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a critical pump error alarm. Customer's blood glucose was unknown. It was reported that display screen showed an image. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm and pump error 35 alarm is found in the formatted history file due to moisture damage on the force sensor. Analysis was unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor during visual inspection. No moisture damage found on the electronic assembly or keypad assembly. The insulin pump was received with scratched case and pillowing keypad overlay.